Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited episodes of cardiac pause. Upon review of the episodes, it was determined that the episodes were caused by under-sensing due to loss of contact between the device and patient tissue. The patient did not experience any adverse consequence as a result. The physician elected to continue to monitor the device.